Event description:
Implant card was received reporting a generator replacement due to battery depletion. The suspect device has not been received to date.

Event description:
The suspect device was received for analysis.

Event description:
It was reported from the patient' s mother, that the patient has been experiencing an increase in seizures. The mother suspects that the battery is low and is the cause for the increase. Response form physician was received. The physician noted that patient was last seen two years ago - via an online visit - and was recommend to return for an in person visit. The patient was also using medications to control the seizures, and the physician suspects that all 3 treatments (medications and vns) may be exhausted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device evaluation was completed on the returned generator.